Event description:
The symptom info provided indicates that the customer reported the device does not pass the functional checks. There was no pt involvement.

Manufacturer narrative:
(B)(4): the symptom info provided indicates that the customer reported the device does not pass the functional checks. There was no pt involvement. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.